Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s touchscreen was not working. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient harm. A remote service engineer (rse) spoke with the customer and assigned onsite service for further evaluation. A philips authorized service provider (asp) went onsite and was unable to duplicate the reported issue by the customer. The device passed required performance verification tests per philips standards and was returned to service.